Manufacturer narrative:
Remains implanted.

Event description:
A report was received that the patient was experiencing soreness at the pocket site and underwent a pocket revision procedure. The patient was doing well post operatively.